Event description:
It was reported that a clinical study patient has the moderate adverse event of myelitis and it is unknown if it is related to vns stimulation or implantation. The patient underwent diagnostic examinations and tests. The severity of the condition was reported to be mild, and the reported outcome was that the event had recovered/ resolved. No other relevant information has been received to date.

Event description:
New information was received reporting that the event of myelitis was no longer reportable.